Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined

Event description:
Pre-operative diagnosis: broken rod it was reported that on (B)(6) 2016, intra-op, the doctor was using a double cable. As he was treading the device through the bone he pulled on the smooth bit and it broke off at the join where the smooth and braided bit meet. Then, they opened a single one to use and replace the broken bit. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual review of cable confirms breakage.optical and microscopic examination of the weld and cable area immediately to the fracture did not identify material deformation or crack. Visual and optical examination of the cable broken-off portion of the cable lead identified significant and multiple bends, these bending stresses may have generated sub-critical cracking and contributed to subsequent failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.